Event description:
A (B)(6) male pt contacted zoll customer support to report a damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon eval, the trunk cable was pulled from the strain relief which damaged the j702 connector (trunk cable connector) inside the distribution node. The root cause of the damaged cable and connector cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and connector. The pt received a replacement electrode belt.